Manufacturer narrative:
Correction: g3 in previous report should be (B)(6) 2024 instead of (B)(6) 2024.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the icm exhibited loss of bluetooth telemetry functionality and no magnet response. No changes were reported. There were no patient consequences.

Event description:
New information received notes the insertable cardiac monitor (icm) was explanted in a procedure on (B)(6) 2024. Post-procedure there were no patient consequences.

Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was unable to establish ble telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature. A software investigation was performed and found the cause of field events to be due to the premature depletion of battery. The cause of premature battery depletion could not be determined.